Manufacturer narrative:
All information provided to date was reported by rwmic independent sales rep and clarification of initial reporter information as well as patient demographics has been requested. Labeling information will be provided once our investigation of this product problem has been completed. Rwmic considers the complaint and MDR open and a follow up report will be reported to FDA as required.

Event description:
Richard wolf medical instruments corporation, herein after referred to as rwmic, was made aware by an independent sales agent on (B)(6) 2018 that the user facility (on an unspecified date) experienced an issue with plastic peeling off the loop of the electrode. The issue was observed during procedure on a patient who was under general anesthesia. There was a delay in the procedure being performed which may have put the patient at risk, however, no injury or adverse outcome was reported as a result of this incident. A backup device was readily available and the procedure was performed as scheduled.